Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2012. The patient alleges to have been harmed without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01168.

Event description:
Patient allegedly received an implant on (B)(6) 2019 via an unspecified vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt, vena cava perforation, device is abutting aorta, duodenum and anterior spine. Patient notes and further alleges "I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava, perforated outside of it , and is abutting other organs". Per the computed tomography (CT) abdomen and pelvis report dated 19sep2019: "impression: there is an ivc filter in place. No evidence for clot is seen within the ivc. The tip of the ivc [inferior vena cava] protrudes through the wall of the ivc posteromedially. All of the struts protrude through the walls of the ivc consistent with grade 2-3 perforations. No migration or fracture of the filter is appreciated".